Event description:
The customer contact reported during testing at the user facility, when turning on the device a spark was produced in the device ac receptacle. There were no reported adverse events to the patient or to the hospital staff and no reported delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.